Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn (B)(4)) displayed tcmid:05 (coolant diff failure) error message" was confirmed based on the event log review and during the functional testing. The root cause for the reported complaint was due to the defective lm34 a/b internal temperature probe, likely caused by normal wear and tear of the system. The ivtm system was manufactured in october 2011 and is 8 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system failed initial functional testing due to tcmid:05 (coolant diff failure) error message. The event log review showed occurrence of tcmid:05 error message on the reported complaint date. The lm34 a/b internal temperature probe was replaced to address the tcmid:05 error. After replacing the defective part, the thermogard xp ivtm system passed the functional testing without any fault or error. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse platform with sn (B)(4). Ccr 20282 was reported on (B)(6) 2015 and the lm34 a/b internal temperature probe was reseated to address the error.

Event description:
The thermogard xp ivtm system (sn (B)(4)) displayed tcmid:05 (coolant diff failure) error message. No further information was provided. No known impact or consequence to patient information was provided.